Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Sales rep reported that pt exhibited signs of scalp erosion. It was also mentioned that the cause of the erosion was due to a suture and not the valve. It was also determined that the ventricular catheter was working well, but the distal catheter had no flow. The apparent problem centered on the valve as the distal catheter was in good working order. He flushed the valve with no flow coming through and the base popped out of place.